Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which identified fluid in the zip lock bag containing the device; however, the location of the leak could not be found. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a empty intravia container leaked from the left side seam in the middle of the bag. The bag was filled with 100 grams of panzyga. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.